Manufacturer narrative:
Possible aro. A ge representative evaluated the system and found the foot pedal had been accidentally pressed. System operates as intended.

Event description:
Customer reported the system continuously emitted x-rays. No patient injury was reported.